Event description:
Customer reported images go black and the dog-house lights come on. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the main frame power supply. System operates as intended.